Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing. On (B)(6) 2026, the physician capped and replaced the rv lead. The patient condition was stable.